Event description:
It was reported that a skin reaction issue occurred. The sensor was inserted into the thigh, which is an off label usage of the device, on (B)(6) 2025. On 09/21/2025, the patient experienced a skin reaction characterized by burning, inflammation, and scarring across the entire patch area following sensor insertion on the thigh. The affected area had been prepared with soap and water prior to application. The reaction was managed with a prescription on 09/22/2025 for oral ibuprofen or naproxen. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).